Event description:
It was reported that the physician was unable to tighten the setscrew on the pulse generator. The device was removed and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of setscrew anomaly was confirmed in the lab. Analysis found medical adhesive contamination mostly filling the v tip setscrew inset. The medical adhesive prevented the wrench from engaging the setscrew inset and prevented proper insertion of the wrench tip.